Manufacturer narrative:
E1: the establishment name exceeded the character limit and was shortened. The full name is (B)(6). An additional issue of the cable having leakage was identified during the device evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that during reprocessing, the camera head was found to have a poor electrical interface contact. The intended procedure was unknown. There was no patient harm associated with the event. The device was returned, and during the device evaluation, the following reportable malfunction was found: the screen blacked out occasionally due to a defective cable. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the evaluation.

Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over two (2) years, since the subject device was manufactured. A definitive root cause was not identified. However, based on the results of the investigation, the probable cause of the malfunction would likely, be a defective cable, because water entered inside the cable and caused leak failure. The event can be prevented, by following the instructions for use which state: never reprocess or store this camera head with sharp-tipped instruments (tweezers, forceps, knives, etc.). This could scratch or tear holes in the camera cable, which could allow water to penetrate and damage electrical circuits inside the camera head. Olympus will continue to monitor field performance for this device.